Event description:
It was reported that the patient with this right atrial (ra) lead presented to clinic one week post pacemaker implant experiencing pain symptoms and heart racing. When programmed to unipolar this ra lead oversensed noisy signals and with bipolar there is intermittent capture at max output. Additionally, low out of range impedance measurements occurred. It was noted that this was known at the new pacemaker implant procedure and chose not to revise and monitor. The pacemaker was reprogrammed to set minute ventilation (mv) sensor off. The clinic will continue to monitor. This ra lead remains in service. No adverse patient effects were reported.